Manufacturer narrative:
The specified maximum pt weight for this model of table is 325 lbs. The weight of the pt stepping onto the device was stated to be over this maximum weight limit. The weight limit is specified in the products users guide.

Event description:
Table (model 304) tilted when pt stepped up onto step causing the pt to fall. The pt outcome is not known.